Event description:
A surgeon reported that a patient is experiencing glare at night. After implantation, the surgeon noted a fine crack in the optic through the visual axis. The surgeon stated that it is likely the lens was heated prior to implantation. Additional information has been requested.